Event description:
Event description guidant received information that this left ventricular lead had no capture at the highest outputs. During an invasive procedure, the doctor found a fracture in the part of the lead near the subclavian crush area.